Event description:
It was reported that shaft break occurred. Access was obtained via the femoral artery. The 80-85% stenosed target lesion was located in the mildly calcified and moderately tortuous left anterior descending (lad) artery. A 20 x 3.50mm taxus liberté drug eluting stent was advanced to the target lesion. The physician attempted to deploy the device, however, it was noted that the shaft was broken. The device was then removed. The procedure was completed with a different device. No patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the device was received in two sections as a result of a break in the midshaft, at the port site. An examination of the break site found that the midshaft extrusion was stretched. No issues were noted with the profile of the crimped stent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. Access was obtained via the femoral artery. The 80-85% stenosed target lesion was located in the mildly calcified and moderately tortuous left anterior descending (lad) artery. A 20 x 3.50mm taxus (tm) liberte (tm) drug eluting stent was advanced to the target lesion. The physician attempted to deploy the device, however, it was noted that the shaft was broken. The device was then removed. The procedure was completed with a different device. No patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).